Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Device evaluation: visual analysis of the photographs identified: yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported left side"capsular contracture - baker grade iii. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side "capsular contracture - baker grade iii." The device has been replaced.

Manufacturer narrative:
Correct reason for reoperation: "capsular contractures with unknown baker grades."

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side"capsular contracture - baker grade iii. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported left side"capsular contracture - baker grade iii. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold wear abrasion and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.